Event description:
Allergan aesthetics received a report of a patient who was treated with the coolsculpting system using the cooladvantage, coolcurve plus applicator to the abdomen on (B)(6) 2019 (treatment #1), to the flanks on (B)(6) 2019 (treatment #2), to the abdomen on (B)(6) 2019 (treatment #3), to the abdomen on (B)(6) 2021 (treatment #4), to the flanks on (B)(6) 2021 (treatment #5), to the flanks on (B)(6) 2022 (treatment #6), and to the abdomen on (B)(6) 2022 (treatment #7). The patient's doctor indicated paradoxical hyperplasia (ph).

Manufacturer narrative:
H11. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. E1 (phone): (B)(6).

Manufacturer narrative:
Corrected data: b5 (treatment date), d6a (the device is not implantable, there is no implant date).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen in (B)(6)2019 and (B)(6) 2022 and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen on (B)(6) 2019 and (B)(6) 2022. The patient indicated paradoxical hyperplasia (ph)